Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Currently implanted.

Event description:
The patient reports that a stryker hip was implanted in (B)(6) 2011. The patient reports that 6 weeks after the implantation, he started to have pain. First he had pain in his muscles, afterwards this was extended and he allegedly started to have pain in all his bones. The patient underwent several examinations and it was determined that he is allergic to nickel/cobalt/chromium. The patient further reports that he has a continuous pain that is unbearable.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 29-nov-2010. There have been no other events for the lot referenced. Visual, dimensional and functional analysis could not be performed as the device was not returned. Review of the device drawing indicates the device is manufactured from uhmwpe to material specification hms 8008, which contains no metal. The device also contains a locking wire manufactured from stainless steel alloy to material specification hms 3733. Per the specification the locking ring material contains (B)(4). The investigation determined the likely root cause of the event to be a pre-existing patient allergy to the implant material. Additional clinical records would be required to confirm this. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient reports that a stryker hip was implanted in (B)(6) 2011. The patient reports that 6 weeks after the implantation, he started to have pain. First he had pain in his muscles, afterwards this was extended and he allegedly started to have pain in all his bones. The patient underwent several examinations and it was determined that he is allergic to nickel/cobalt/chromium. The patient further reports that he has a continuous pain that is unbearable.

Manufacturer narrative:
No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient reports that a stryker hip was implanted in (B)(6) 2011. The patient reports that 6 weeks after the implantation, he started to have pain. First he had pain in his muscles, afterwards this was extended and he allegedly started to have pain in all his bones. The patient underwent several examinations and it was determined that he is allergic to nickel/cobalt/chromium. The patient further reports that he has a continuous pain that is unbearable.